Manufacturer narrative:
Date sent to FDA: 11/6/2020.

Manufacturer narrative:
Date sent to FDA: 07/09/2020. H6 patient code: 1994, 1690, 3191- recurrence, 3189 - surgical intervention. Additional information: a2, d1, d2, d4, d6, d7, h4. Additional b5 narrative: it was reported by an attorney that the patient underwent a mesh removal procedure on (B)(6)2014. It was reported that the patient experienced pain, recurrence, adhesions, small bowel obstruction, fistula and abscess following the procedure. No additional information was provided. Corrected information: d6. Corrected b5 narrative: it was reported that the patient underwent a hernia repair procedure on (B)(6)2014 and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.